Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's leads, exhibited a single high, out-of-range pace impedance measurements greater than 3,000 ohms, according to daily measurements. The patient presented to the emergency department, and lead testing revealed normal impedance/threshold values and no stored episodes with noise/artifacts. The physician at the hospital requested therapy off, as they were planning to revise the lead. Technical services (ts) recommended further considerations before performing a lead revision based on no evidence of repeatable noise, a single >3000 ohm impedance, and no change in thresholds. Ts discussed other potential causes, such as the lead-to-header connection. The field representative planned to discuss this further with the physician. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that the cause of the single out-of-range pace impedance measurement was not determined. In addition, surgical intervention was not performed, and the patient would continue to be monitored.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's leads, exhibited a single high, out-of-range pace impedance measurements greater than 3,000 ohms, according to daily measurements. The patient presented to the emergency department, and lead testing revealed normal impedance/threshold values and no stored episodes with noise/artifacts. The physician at the hospital requested therapy off, as they were planning to revise the lead. Technical services (ts) recommended further considerations before performing a lead revision based on no evidence of repeatable noise, a single >3000 ohm impedance, and no change in thresholds. Ts discussed other potential causes, such as the lead-to-header connection. The field representative planned to discuss this further with the physician. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that the cause of the single out-of-range pace impedance measurement was not determined. In addition, surgical intervention was not performed, and the patient would continue to be monitored. Additional information received reported that this crt-d and the other manufacturer's leads were explanted due to out-of-range pace impedance measurements, and a new system was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's leads, exhibited a single high, out-of-range pace impedance measurements greater than 3,000 ohms, according to daily measurements. The patient presented to the emergency department, and lead testing revealed normal impedance/threshold values and no stored episodes with noise/artifacts. The physician at the hospital requested therapy off, as they were planning to revise the lead. Technical services (ts) recommended further considerations before performing a lead revision based on no evidence of repeatable noise, a single >3000 ohm impedance, and no change in thresholds. Ts discussed other potential causes, such as the lead-to-header connection. The field representative planned to discuss this further with the physician. This crt-d remains in service. No adverse patient effects were reported.